Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to x-rays prior to the malfunction occurring. Additionally, it was reported that cartridge change errors occurred with multiple cartridges during the load sequence. The customer reverted to manual injections for insulin therapy. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. A manual insulin injection was administered to address bg.

Manufacturer narrative:
Per tandem¿s t:slim x2 with control-iq user guide: ¿do not expose your pump to x-ray screening used for carry-on and checked luggage. Newer full body scanners used in airport security screening are also a form of x-ray and your pump should not be exposed to them. Notify the security agent that your pump cannot be exposed to x-ray machines and request an alternate means of screening.¿ the failure investigation has been completed. Based on the analysis, the alleged cartridge change error issue could not be verified; however, a different issue was identified.